Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was in a treatable arrhythmia, and was not treated by the lifevest. The patient was reportedly in the hospital at the time of the event and on hospital telemetry. The patient's physician reported that the patient was externally defibrillated by hospital staff. Per engineering and clinical review of the patient's continuous ECG recordings, the patient's was ventricular tachycardia at 170 bpm for approximately 45 minutes starting at approximately 8:07 on (B)(6) 2018. The ECG recording visible on the ss channel resembled a normal sinus rhythm, however the rhythm visible on the fb channel resembled vt. Based on the low confidence in the presence of an arrhythmia, and the resemblance to the baseline of the ss channel, the device was unable to detect the arrhythmia. The patient was successfully externally defibrillated by hospital staff and continued wearing the lifevest.